Event description:
The customer's doctor advised him the blood glucose reading from the contour meter was discrepant by 200mg/dl. Details of comparison or exact readings were not provided. Depending on the actual readings, the difference of 200mg/dl could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer could not provide strip information but was asked to return them for evaluation. New meter and strips were sent to him.